Manufacturer narrative:
H 11: through follow up, it was clarified the present MFR report number (9611109-2024-00463) and the MFR report number 9611109-2024-00453 are duplicate reports of the same single event at customer site therefore the present event is being voided and follow-up information will be provided as follow-up reports of 9611109-2024-00453.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a cp5 drive unit gave a runaway error message meaning that the pump ran too fast (set value different to actual value). The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the cp5 drive unit. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility and in order to solve the issue the entire cp5 drive unit was replaced. In addition, affected pump log files were extracted to be analyzed. Subsequent functional verification testing was completed without issues on the new replaced unit. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.